Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, the needle fell out of the jaws of the device after a couple of passes through the patient's tissue. The needle was recovered and a new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Post marketing vigilance (pmv) received one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. . No needle was returned with the instruments. The jaw gap was measured and met specification. Witness marks on the bevel wall were observed for the instrument. No sheering on the toggle switches was noted for the device. The instrument was loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.